Event description:
It has been reported to philips that the allura c-arm would not move during a procedure. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed allura indicating that c arm was faulty. Upon functional test fse found that geo mode input command was lost and damaged. The fse replaced the geo module wp kit. After replacement of the geo module , the system was returned to use in good working order. The codes were updated based on the investigation outcome.